Manufacturer narrative:
Device is a combination product device evaluated by MFR.: synergy ous mr 4.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage. Stent damage in distal region of the stent with struts lifted and pulled distally and proximally and stent damage in proximal region of the stent with 2 strut rows bunched. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25-jun-2020. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. Following pre-dilatation, a 4.00 x 24 synergy drug eluting stent was advanced but failed to cross lesion. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed stent damage.